Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction resulting in the loss of manual ventilation. The unit was replaced and procedure resumed. There was no report of patient injury.